Manufacturer narrative:
(B)(4) d10¿ durasul, alpha insert, ff/28, item# 0100013206, lot# 3142632 g2 ¿ foreign ¿ germany. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00289. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the initial right hip surgery the inlay could not be correctly fixed and after removal appeared damaged. The inlay did not show any fixation tendency and seemed to be too small. Both inlay and cup were removed and an alternative cemented cup and inlay were implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Allofit shell: review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Durasul insert: review of the complaint history identified an additional similar complaint for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored in order to identify potential adverse trends. The visual examination of the durasul alpha insert showed that the several pairs of indentation marks originating from the anti-rotation anchoring pins of the allofit shell are not evenly distributed on both sides of the removed pole peg. This indicates that there were several seating attempts of the insert and that the insert was not perfectly centered in the shell prior to impaction, preventing the insert from being properly anchored in the shell. The impaction of a misaligned insert may cause wear of the anchoring groove at the edge of the insert, likely leading to fixation issues. Additionally, the removal of the peg of the insert is not advised and considered off-label, as the peg helps with the centering of the insert in the shell. Therefore, based on the investigation, the most likely cause of the assembly issue is the misalignment of the insert prior/during impaction.

Event description:
No additional event information at this time.